Manufacturer narrative:
The fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge. The distal end of the glass cap/fiber is detached and not returned. The glass cap exhibits mild devitrification. The metal cap is detached and not returned. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. Based on the analysis above, the potential for forward firing may exist. The probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the output beam was observed to begin blinking at 25 minutes and 173,820 joules of use. The procedure was completed using a second fiber. Patient outcome: "no damages to the patient."